Manufacturer narrative:
(B)(4). Batch # p5610v. The analysis found that one psee60a device was returned with no apparent damage and with no cartridge reload present. In addition, a cartridge pan was found lodged inside the channel. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. No conclusion could be reached on what may have caused the cartridge pan to dislodge. One possible cause could be improper unloading technique. Please make sure the device is unloaded by pushing the cartridge upward (toward the anvil) to unsnap the reload from the cartridge jaw. Any twisting or off center pushing can lead to this issue. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a laparoscopic transverse colectomy, the cartridge could not be fed into the jaws of the first device before the 3rd firing of feea. Another device was used for the 3rd firing . After the firing, the cartridge could not be removed smoothly, and broke in pieces. Another cartridge for the 4th firing did not fit into the jaws of the second device, and it was found that the cartridge pan was left inside the jaws and could not be removed even with the forceps. Ec60a was used to complete the case. The device was used on colon. The cartridge color was blue. There were no adverse consequences to the patient.